Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, there was no vacuum during phacoemulsification. The issue remained after the aspiration line was squeezed and full foot pedal depression. After reinstalling the same cassette and rebooting the system, the vacuum returned to normal state. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).